Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters were irritating the patient. The patient already spoke to the doctor and used remedies as per doctor. Patient was waiting for the irritation to clear and start using again. If irritation continues the patient will discontinue the usage of products completely. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for irritation. Per follow-up via phone on 03mar2022, customer stated that patient was given antibiotics by the doctor, but that the reaction was ongoing so patient was not using the machine at this time.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs." Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick female external catheters were irritating the patient. The patient already spoke to the doctor and used remedies as per doctor. Patient was waiting for the irritation to clear and start using again. If irritation continues the patient will discontinue the usage of products completely. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for irritation. Per follow-up via phone on 03mar2022, customer stated that patient was given antibiotics by the doctor, but that the reaction was ongoing so patient was not using the machine at this time.